Event description:
The complaint device is not available to be returned to the manufacturer for physical evaluation as it was discarded at the user facility.

Manufacturer narrative:
Additional information: b5, d10, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse reported that a dialyzer blood leak occurred approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The leak was not visually observed. Blood leak test strips were used and tested positive for the presence of blood. There was no damage visually observed to the dialyzer or the packaging of the product. The patient¿s estimated blood loss (ebl) was reported to be greater than 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment with new supplies on the same machine. The complaint device was reported to be available to be returned to the manufacturer for evaluation.